Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing, pacemaker mediated tachycardia and functional loss of capture were observed. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. The event was resolved by reprogramming the device. The patient was in stable condition.